Event description:
(B)(4). Painful inter course, extreme pain during menstrual cycles, ovarian cyst that ended up rupturing on (B)(6) 2013. Severe pelvic pain in right groin area extremely fatigue and heart burn with constant bloating.